Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding and influenza could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2018. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The account reported that while the patient was admitted for the flu on (B)(6) 2020, the patient experienced a severe nose bleed starting (B)(6) 2020 (inr 4.7 at the time). Ears, nose, and throat (ent) was consulted, they packed the patient's nose, and it resolved after 2 units of fresh frozen plasma (ffp) were given. Their international normalized ratio (inr) goal decreased to 1.5-2.0 and aspirin (asa) stopped.